Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation with a navistar thermocool catheter and suffered a cerebrovascular accident requiring magnetic resonance imaging (MRI). After the ablation procedure, cerebrovascular accident was confirmed with MRI. Unspecified intervention was required. No further information is known regarding the patient status. The physician did not provide a causality opinion for the cause of this adverse event. No biosense webster inc. Product malfunctions were reported. The cerebrovascular event has been assessed as MDR reportable. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation with a navistar thermocool catheter and suffered a cerebrovascular accident requiring magnetic resonance imaging (MRI). On 6/13/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Additionally, the manufacture date of: 12/17/2018 and expiration date of: 12/16/2021, were provided. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation with a navistar thermocool catheter and suffered a cerebrovascular accident requiring magnetic resonance imaging (MRI). On 5/23/2019, information was received indicating the patient age at the time of event was 53 years old and that the patient¿s gender was male. Cerebral thrombolysis intervention was required as a result of the event and the patient¿s outcome was fully recovered with no residual effects. The physician cited the patient¿s condition as the cause of this adverse event. Initially, no lot number was provided and unique identifier could not be confirmed. Therefore, per the event description, an unk_navistar thermocool was reported for both brand name and catalog number. Lot number 30146786m was provided and this report has been updated. Brand name was updated with navi-star¿ thermo-cool¿ electrophysiology catheter, catalog # with ni75tcfh, and unique identifier was updated with (B)(4). Manufacturer reference no: (B)(4).